Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The guide wire was returned for evaluation. The returned guide wire had its coil wire unraveled and fractured distal to the mid solder designed to sit at 15mm from the tip. The fracture end of the coil wire showed a trace of fracture by torsion generated when the coils got straightened. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that repeated torsion was applied on the guide wire while its tip was being trapped likely in the lesion. When the torsion exceeded the product's design limit, it made the coil wire loosen and eventually fracture at the mid solder that fixed the coil wire onto the core. It was concluded that this event was not attributed to product quality. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that an asahi guide wire failed to cross the target cto with severe calcification located in the right superficial femoral artery during a ppi. A new asahi guide wire was then advanced to the lesion with no success. To reshape the tip, the guide wire was removed from the vessel when bulging of the coil segment was observed on the tip. Another guide wire was replaced to resume the procedure. The patient was fine without problem after the ppi.